Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited loss of capture. The patient's heart rate was 38 bpm. Under fluoroscopy, a fracture was observed in the rv lead. Surgery was performed and the pacemaker was explanted while the chronic right atrial (ra) and rv leads were abandoned. A new pacemaker system was implanted on the patient's right side. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.